Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h3, h6, h11. The reported event was unable to be conclusively determined due to limited information received from the customer. No device was returned for evaluation. A review of complaint history determined that no further action is required as no trends were identified. The reason for the revision reported cannot be conclusively determined but may be the result of the glenoid fracture, osteolysis, positioning of the humeral head, and/or superiorly shifted humeral components as reported. The glenoid fracture of the center cage and the observed wear of the glenoid¿s articular surface may have been due to uneven loading of the humeral head on the glenoid leading to eccentric loading about the center peg. Additionally, the shifted humeral components may be due to a rotator cuff deficiency, however it is unclear if the humerus migrated because it was not clearly reported, and the rotator cuff failure was not reported and cannot be confirmed. However, this underlying cause and potential contributions of patient or user-related issues to the event cannot be determined from the reported information. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a 70 yo female patient, who had a primary rtsa implanted, underwent a revision procedure. The patient noticed issues with motion. Xrays were taken and showed superior shift and the stem in valgus causing some medial resorption on humerus. The surgeon revised the cage glenoid to a tornier baseplate and 36 glenosphere. The stem was well fixed, so he left it in. The surgeon revised the humeral components to our humeral tray and liner (+0mm humeral adapter tray, +2.5mm 36mm humeral liner, reverse torque defining screw kit). There was a 45 minute surgical delay reported with no adverse event to the patient. The report indicated the glenoid cage and pegs were seemingly not in place on the x-rays taken and the delay was due to the revision surgery needed. There were no device breakages during the procedure. The patient was last known to be in stable condition following the event. An x-ray was provided. The explanted devices are not available for return as the hospital keeps them. Device images were provided. No further information. This is 1 of 2 reports for this event.

Manufacturer narrative:
D10: concomitants: 6709846300-10-15 - equinoxe replicator plate 1.5mm o/s, (B)(6), 300-20-02 - equinox square torque define screw drive kit, (B)(6), 300-30-10 - equinoxe preserve stem 10mm, (B)(6), 310-01-44 - equinoxe, humeral head short, 44mm (alpha), (B)(6), 315-35-00 - glnd kwire. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.